Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("there was an essure coil, which is coming out of an embedded area in which quite a bit of tissue is seen") and device breakage ("potential essure pieces that were still in her") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal failed ("attempted, but unsuccessful removal of embedded"). The patient had a medical history of augmentation mammoplasty in 2011 and vitamin b12 deficiency, tendonitis, muscle spasm, menopausal disorder, iron deficiency, irritable bowel syndrome, internal hemorrhoids, hypoglycemia, hiatal hernia, cough, cervical dysplasia, abdominoplasty, vaginal bleeding, pelvic discomfort, muscle spasm, menopausal disorder, allergic rhinitis, gastric bypass, cesarean section and abdominoplasty. The patient had a family history of diabetes mellitus, heart disease, unspecified, hyperlipidemia and hypertension. Concomitant products included motrin [ibuprofen] and docusate. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), a first episode of device dislocation ("slipping or moving out of her tight fallopian tube and inside her uterus"), a second episode of device dislocation ("she had essure coils placed 10 years ago on the one coil on right is not completely in the tube and a good part of coil is in"), pelvic pain ("pain"), genital haemorrhage ("bleeding for her"), arthralgia ("joint pain"), fatigue ("general fatigue"), impaired work ability ("patient was unable to work"), emotional distress ("emotional distress"), frustration tolerance decreased ("frustration"), mood swings ("mood swings"), heavy menstrual bleeding ("prolonged period of time"), weight fluctuation ("weight changes"), myalgia ("sharp stabbing pain when bending"), muscle spasms ("muscle spasms"), restless legs syndrome ("restless leg syndrome"), sleep deficit ("sleep deprivation"), memory loss ("memory loss and memory issues"), autoimmune disorder ("autoimmune disorder"), multiple sclerosis ("multiple sclerosi"), amnesia transient ("transient amnesia episodes") and adenomyosis ("adenomyosis") and was found to have lymphocyte count decreased ("low lymphocyte count,"). The patient was treated with surgery (robot / robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oopherectom). At the time of the report, the outcomes for embedded device, device breakage, pelvic pain, genital haemorrhage, arthralgia, fatigue, impaired work ability, emotional distress, frustration tolerance decreased, mood swings, heavy menstrual bleeding, weight fluctuation, myalgia, muscle spasms, restless legs syndrome, sleep deficit, memory loss, lymphocyte count decreased, multiple sclerosis, amnesia transient and the last episode of device dislocation were unknown. The reporter considered adenomyosis, memory loss, amnesia transient, arthralgia, autoimmune disorder, device breakage, the second episode of device dislocation, the first episode of device dislocation, embedded device, emotional distress, fatigue, frustration tolerance decreased, genital haemorrhage, heavy menstrual bleeding, impaired work ability, lymphocyte count decreased, mood swings, multiple sclerosis, muscle spasms, myalgia, pelvic pain, restless legs syndrome, sleep deficit and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): preop diagnoses: pelvic and perineal pain procedure: total laparoscopic hysterectomy bilateral salpingo-oophorectomy via robotic xi. Specimens: uterus, tubes, ovaries, cervix. Gross description: embedded within cornua of uterus are silver metallic wires that are grossly consistent with essure coils. Diagnoses: uterus, cervix, hysterectomy with ovaries and fallopian tubes: benign endometrium, showing weakly proliferative features multiple uterine leiomyoma upto 2.5 cm myometrium otherwise shows adenomyosis benign cervix including endocervix and ectocervix with ectocervix showing mild parakeratosis benign right and left ovaries (2.5 and 2.7 cm size), with left ovary showing very small hemorrhagic. Corpus luteum benign right and left fallopian tubes, including fimbriated portions with 1.5 cm benign paratubal cyst. Adjacent to right fallopian tube. [Ultrasound scan] on (B)(6) 2021: retained foreign body in the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("there was an essure coil, which is coming out of an embedded area in which quite a bit of tissue is seen") and device breakage ("potential essure pieces that were still in her") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal failed ("attempted, but unsuccessful removal of embedded"). The patient had a medical history of augmentation mammoplasty in 2011 and vitamin b12 deficiency, tendonitis, muscle spasm, menopausal disorder, iron deficiency, irritable bowel syndrome, internal hemorrhoids, hypoglycemia, hiatal hernia, cough, cervical dysplasia, abdominoplasty, vaginal bleeding, pelvic discomfort, muscle spasm, menopausal disorder, allergic rhinitis, gastric bypass, cesarean section and abdominoplasty. The patient had a family history of diabetes mellitus, heart disease, unspecified, hyperlipidemia and hypertension. Concomitant products included motrin [ibuprofen] and docusate. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), a first episode of device dislocation ("slipping or moving out of her tight fallopian tube and inside her uterus"), a second episode of device dislocation ("she had essure coils placed 10 years ago on the one coil on right is not completely in the tube and a good part of coil is in"), pelvic pain ("pain"), genital haemorrhage ("bleeding for her"), arthralgia ("joint pain"), fatigue ("general fatigue"), impaired work ability ("patient was unable to work"), emotional distress ("emotional distress"), frustration tolerance decreased ("frustration"), mood swings ("mood swings"), heavy menstrual bleeding ("prolonged period of time"), weight fluctuation ("weight changes"), myalgia ("sharp stabbing pain when bending"), muscle spasms ("muscle spasms"), restless legs syndrome ("restless leg syndrome"), sleep deficit ("sleep deprivation"), memory loss ("memory loss and memory issues"), autoimmune disorder ("autoimmune disorder"), multiple sclerosis ("multiple sclerosi"), amnesia ("transient amnesia episodes") and adenomyosis ("adenomyosis") and was found to have lymphocyte count decreased ("low lymphocyte count,"). The patient was treated with surgery (robot / robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oopherectom). At the time of the report, the outcomes for embedded device, device breakage, pelvic pain, genital haemorrhage, arthralgia, fatigue, impaired work ability, emotional distress, frustration tolerance decreased, mood swings, heavy menstrual bleeding, weight fluctuation, myalgia, muscle spasms, restless legs syndrome, sleep deficit, memory loss, lymphocyte count decreased, multiple sclerosis, amnesia and the last episode of device dislocation were unknown. The reporter considered adenomyosis, memory loss, amnesia, arthralgia, autoimmune disorder, device breakage, the second episode of device dislocation, the first episode of device dislocation, embedded device, emotional distress, fatigue, frustration tolerance decreased, genital haemorrhage, heavy menstrual bleeding, impaired work ability, lymphocyte count decreased, mood swings, multiple sclerosis, muscle spasms, myalgia, pelvic pain, restless legs syndrome, sleep deficit and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): preop diagnoses: pelvic and perineal pain procedure: total laparoscopic hysterectomy bilateral salpingo-oophorectomy via robotic xi specimens: uterus, tubes, ovaries, cervix gross description : embedded within cornua of uterus are silver metallic wires that are grossly consistent with essure coils diagnoses: uterus, cervix, hysterectomy with ovaries and fallopian tubes: benign endometrium, showing weakly proliferative features multiple uterine leiomyoma upto 2.5 cm myometrium otherwise shows adenomyosis benign cervix including endocervix and ectocervix with ectocervix showing mild parakeratosis benign right and left ovaries (2.5 and 2.7 cm size), with left ovary showing very small hemorrhagic corpus luteum benign right and left fallopian tubes, including fimbriated portions with 1.5 cm benign paratubal cyst adjacent to right fallopian tube [ultrasound scan] on (B)(6) 2021: retained foreign body in the uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.